Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported pressure signal drift was not able to be reproduced/confirmed, as the returned pressurewire and cabled transmitter were unable to be connected and calibrated with a quantien system. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar complaints reported from this lot. The investigation was unable to determine a cause for the reported pressure signal drift. It may be possible that the displacement noted between the distal tube from the proximal tube exposing the micro cables contributed to the pressure signal drift. The damage may have occurred during use while torquing/positioning/removing the pressurewire within the 70% stenosed, mildly tortuous, and mildly calcified lesion in the left anterior descending artery; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Na.

Event description:
It was reported that the procedure was performed in the 70% stenosed, mildly tortuous, and mildly calcified lesion in the left anterior descending artery. The pressurewire x cabled was calibrated and equalized; however, the signal drift affected the data accuracy. The pal lighting color pattern at the moment of the failure was blinking green. The procedure was successfully completed with a new pressurewire. There were no adverse patient effects and no clinically significant delay in the procedure. The returned device analysis identified that the proximal tube was broken 1mm distal to the sensor assembly exposing the microcables. No additional information was provided.